Event description:
A caller reported that the cartridge was not fitting properly on the pump due to an issue with the pneumatic tap area. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the pump case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and attempt to reload the cartridge after ensuring there was no damage to the housing or cartridge o-ring. The caller was able to resume insulin therapy successfully following these steps.